Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic prostatectomy, while being applied at the urethrovesical anastomosis, while they used a "surget" suturing technique, there was failure of the anastomosis and they found out that the loops of the product were not formed it was on the first operation of the patient when they removed vecisal probe. The surgeon used another product to complete the case and the patient will undergo an additional operation to correct the issue. There was no patient injury.